Manufacturer narrative:
Pump was received with no button response due to corroded keypad traces. Unable to verify for battery out of limit alarm and perform functional check including rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery, displacement, self-test, a21 test and all operating current test due to no button response. Pump received with minor scratched display window, cracked display window corner, cracked at display window corner and cracked reservoir tube lip. No moisture damage inside pump noted.

Event description:
Customer called to report that insulin pump was exposed to moisture damage. Customer reported that he was accidentally pushed in the pool while wearing his insulin pump. Customer's blood glucose levels were not included in the report. Customer reported that moisture can be seen underneath the lcd display screen. Customer reported that there are also cracks on the display screen. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.